Event description:
The st. Jude medical rep phoned to report that at predischarge, when induction tests were done, they were unable to successfully induce and convert the pt. The device delivered four maximum output therapies. The first charge time was normal but the remaining charge times were all extended. Noise was observed on both the atrial and ventricular channels during charging after the first therapy was delivered but ceased after therapy was complete. During the explant procedure, the isulation to the lead was clearly damaged associated with removal of the suture sleeve. It was unsure as to whether or not the lead had been previously damaged.